Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 30mg/dl and treated with glucose. Customer indicated that paramedics were called but was not transported to the hospital. Customer's blood glucose value was 296mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. Troubleshooting found that the pump display was blank and did not return to normal. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to b1 on the interface board broken solder joint. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and the displacement accuracy test or verify the operating currents due to blank display. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, and scratched reservoir tube window.